Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
(B)(6). Subject: re: csi complaint notification. Hello, please see additional information regarding this event attached. Please let us know if additional information is required. Updated event description: during treatment of a cto, the tip of the guide wire became detached while advancing it through the lesion in a see-saw motion. The wire fragment was unable to be removed and the procedure was aborted. No consequences to the patient were reported. Lot number: 10953507. Thank you, (B)(6). Sr. Quality assurance specialist. Cardiovascular systems, inc (B)(6). Leading the way by developing and commercializing innovative solutions for treating peripheral artery disease (pad) and coronary artery disease (cad). (B)(6). Subject: csi complaint notification. Hello, please see below for information relating to a complaint event involving a guide wire distributed by csi. Please provide the integer complaint number when available. Date of event: (B)(6) 2018. (B)(4). Event description: the tip broke off of the guide wire during evaluation. Product model: 7-10049-02/901023-02. Product lot: unknown. Device returning: unknown. Facility: (B)(6) center. Physician: dr. (B)(6). Patient gender: unknown. Patient age/dob: unknown. Patient weight: unknown. Additional event information: additional information has been requested and will be forwarded when received. Thank you, (B)(6). Sr. Quality assurance specialist cardiovascular systems, inc (B)(6).

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
(B)(6). Hello, please see additional information regarding this event attached. Please let us know if additional information is required. Updated event description: during treatment of a cto, the tip of the guide wire became detached while advancing it through the lesion in a see-saw motion. The wire fragment was unable to be removed and the procedure was aborted. No consequences to the patient were reported. Lot number: 10953507 thank you, (B)(6). Leading the way by developing and commercializing innovative solutions for treating peripheral artery disease (pad) and coronary artery disease (cad). (B)(6). Hello, please see below for information relating to a complaint event involving a guide wire distributed by csi. Please provide the integer complaint number when available. Date of event: (B)(6) 2018. Csi complaint number: 05724. Csi RMA number: (B)(4). Event description: the tip broke off of the guide wire during evaluation. Product model: 7-10049-02/901023-02. Product lot: unknown. Device returning: unknown. Facility: (B)(6). Physician: dr. (B)(6). Patient gender: unknown . Patient age/dob: unknown . Patient weight: unknown . Additional event information: additional information has been requested and will be forwarded when received. Thank you, (B)(6).